Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that information was received from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bladder issues. The reason for call was pt said they did not know the date they noticed their symptoms got worse they have so many issues with utis, pt said they think they have a uti but does not has extremely bad "overcome" but clarification attempts were difficult. The pt said they've had nothing but trouble with their bladder for the past few years. They have to wash all their bedding often they go during the night without even realizing or waking up. Thepatient also said that they've been having a lot of bladder problems, going all the time, waking up drenched and went to the doctor a couple of weeks ago, they did a urine test that checked out ok but all they do is go to the bathroom. Patient services worked with pt and their equipment to change from 5.3 on program 6 to program 7 at 2.0. The pt said they did not notice the feeling of stim but would monitor their symptom results. The pt will monitor their symptom results and continue working with their program settings if needed. The patient's relevant medical history included pt mentioned when they were on program 6 and the doctor increased stim they noticed "activity in their vaginal area that stays there all the time".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their therapy "works off and on" and reported three nights this week, the pt woke up going to the bathroom in bed. The pt clarified they have had a return of symptoms off and on. The pt stated they can't go anywhere without taking extra clothes. They reported they were getting infections and stated they get an odor and they tell their dr and stated they get testing completed and it has confirmed that pt doesn't have an infection, but the pt reported something is going on. Patient services reviewed the role of patient services and redirected the pt to their hcp to discuss symptoms. Patient services walked the pt through checking therapy status on call. The pt confirmed therapy is on at 5.0v and inquired if this was too high. Patient services reviewed therapy and stimulation overview and expectations. The pt stated they were not feeling stimulation. The pt initially getting device not responding that resolved by repositioning communicator on ins. The pt increased stimulation to 5.2v and confirmed feeling a little stimulation comfortably. The pt mentioned before they had increased stim too high before so then they had to decrease stim to a level that was comfortable. Pt then reported that stimulation changed to 5.3 on it's own and stated they didn't change it. The pt confirmed feeling stimulation comfortably at 5.3. Pt will monitor symptoms now that change was made and will follow up with hcp if not seeing an improvement. The pt mentioned that they had been getting request for a password before on device. Patient services reviewed difference between clinician app and pt therapy app and the pt confirmed understanding. The pt provided event date as "it's been going on and off ever since I had it".